Manufacturer narrative:
The vessel sealer instrument has not been returned for evaluation. When the instrument was activated no errors were reported while in use but the instrument did not seal. The system was rebooted and the following sequence was performed: checked that icb was on (blue led), turned generator on and connected instrument checking that instrument light was on. Surgeon tried then to seal and again the hrsv's screen's border is highlighted orange as thought the instrument is working but nothing happened. The technical service engineer replaced the erbe with cabling, the programming was checked and then the system worked correctly. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure an endowrist one vessel sealer instrument was installed as recommended. No error message appeared on any screen but the instrument did not seal when fired. The customer will not return the instrument as it is not faulty, there was a problem with the generator. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.